Event description:
It was reported that during a da vinci s sacrocolpopexy procedure a large suturecut needle driver instrument had broken and exposed wires. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with one grip cable broken at distal idler pulley. The idler pulley spun freely but exhibited some wear around the edges and surface. The cable segment stuck out at the instrument's wrist, at approximately .5910 in length. Other cables at the wrist were not damaged. Additional damage found was deep scratches on the main tube. The distal end of the main tube had several scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may have been due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.